Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The reported ischemia may be influenced by patient-specific factors such as the known severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Event description:
An impella cp was inserted via the femoral artery access to support the 81 year old female patient admitted in with plan for providing hemodynamic support during the epicardial lead placement. Team had concerns due to the low ejection fraction and anticipated decompensation during the lead placement under anesthesia. Underlying medical history shared is inclusive of multiple prior coronary artery interventions, peripheral arterial disease with calcification, chronic obstructive pulmonary disease, and tobacco use. She has known lower extremity ulcers and poor capillary refill bilaterally. She was on multiple cardiac medications inclusive of milrinone, epinephrine, and vasopressors and had the procedure completed in the operating suite. The team had lost bilateral pulses, and despite the perclose used for hemostasis, the team elected to do a cutdown and patch the artery. Afterwards the foot color improved and ischemia appeared to resolve. The cp had supported for just hours when explanted. The reported ischemia may be influenced by patient-specific factors such as the known severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.